Event description:
It was reported that while the patient was connected to the anesthesia workstation, a leakage occurred and at the same time the oxygen concentration decreased. The user changed from automatic gas control (agc) to manual gas control (mgc) and the procedure was completed with the same anesthesia workstation without further issues. There was no patient harm. (B)(4).

Event description:
Manufacturer's reference #: 254451.

Manufacturer narrative:
The investigation of the reported issue has been completed. Information received from the user facility states that after the event, the user replaced the volume reflector and the patient cassette in the anesthesia workstation (hereafter named system). No system checkout was performed before replacement of the parts. The disposable breathing tubing used at the time of the event was discarded after the case was ended since it had become wet and was therefore not leakage tested after the event. The inspiratory and expiratory volumes were according to settings but the measured fio2 decreased to 33 %. Our field service engineer investigated the system on-site. The system checkout (with the original parts installed) passed without deviations. The measured leakage was about 70 ml during the test which is well below allowed limit, allowed limit is < 150 ml. This measured leakage, that is well below allowed limits, will not affect the ventilation. The leakage was found to be within the patient cassette.the system has been returned in clinical use without further issues reported evaluation of the system device logs show that the case was started in manual ventilation and after 3 minutes set to automatic ventilation in prvc (pressure regulated volume control) mode with agc activated and target o2 concentration set to 40 %. A few alarms for expiratory minute volume low, leakage and fio2 low were generated in the beginning of the automatic ventilation. A short switch to manual and then back to automatic ventilation was performed and target o2 concentration was increased to 50 % then the case was ongoing during 40 minutes without alarms. After 40 minutes, two alarms for fio2 low were generated. The case was thereafter continued 45 minutes without alarms and then ended and system set to standby. A successful system checkout was performed prior to the case was started and there is no technical error in the log to indicate a technical failure in the system. The reported leakage and decrease in fio2 can be confirmed in the device logs. The conclusion is that the decrease in fio2 was a consequence of the leakage. The cause of the leakage has not been determined.